Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump no longer recognized the cartridge. Review of the pump history with tandem technical support determined a cartridge alarm (cartridge alarm 19) had occurred during basal delivery. Customer reported blood glucose level was 227 (mg/dl). Tandem technical support instructed the customer to load a new cartridge onto the pump. Customer stated a new cartridge would be loaded onto the pump following the call.